Event description:
Patient called to report a hole in the tubing between the port and the lap-band of a lap-band system. The port and tubing were removed and replaced.

Manufacturer narrative:
Lap-band adjustable gastric banding system (unk size). The reporter of the complaint was asked to return the product for analysis. The product associated with this report will not be returned. Based upon the implant date provided by the reporter the connector type is assumed to a taper ii. Visual examination may determine the connector type associated with this report. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. No additional information has been reported to allergan regarding the serial number or the model number.